Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 660i synchron access clinical system is having level sense errors and no fluid detected errors. The customer attempted to stop/home the instrument but wasn't successful. The customer then attempted to change the wiper and perform a weekly cleaning but that didn't correct the issue. Bec customer technical support (cts) assisted the customer to check under reagent probes and found reagent probe a had fluid under it. The customer reported that the issue began after doing flowcell maintenance. The fluid was determined to be diluted wash solution and was contained within the unit. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
Bec cts assisted the customer to tighten the loose reagent probe line fitting which resolved the leak. No more leaks were observed and issue was then resolved. The failure mode was the user error due to loose reagent probe fitting after a flowcell maintenance.